Event description:
The complainant reported a (B)(6) white female patient had impella cp pump inserted in the right femoral artery (rfa).

Manufacturer narrative:
The returned product was visually inspected and both impeller blades were fractured. One of the fractured blades was wedged between the outflow cage and the impeller. Because fluroscopic imaging of the pump/additional evidence was not returned, a definitive cause of the fracture could not be determined.